Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1036844-2010-00050 for the first event involving same patient. It was reported that a second kit was opened & again the clinician attempted to insert the sheath into the (B) (6) patient (pt.). At which time, the sheath bent & she could not insert the peripherally inserted central catheter (PICC) into the pt. Additional information received by the sales representative on 2/9/2010, stated: the catheter was being used on a female patient between (B) (6) - (B) (6) years old, weighing (B) (6) lbs. The second catheter was being placed into the pt's right arm, basilic vein. During insertion the sheath was inserted all the way, at which time the sheath broke. It is unclear if the sheath body broke in half during insertion or removal. As a result, a bard introducer was used to gain access in pt's left basic vein & the arrow catheter was placed successfully. The pt lost between 100 & 200cc's of blood during both insertion attempts. There were no complications reported.